Event description:
Notes indicated that the patient will need lead revision for high impedance. Notes state that the vns is not working properly due to lead malfunction and will be scheduled for a vns revision. It was also noted that the patient has lost a lot of weight and that the generator shifts inside the pocket and a lot of the time can be sore. For the pain/migration the plan is to reposition at the time of surgery. It was noted that the surgery is for patient comfort and that the device is out of position. Regarding the cause of the migration, it was noted that the non absorbable suture may have come loose and weight loss may have played a part. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent a full replacement. The generator was replacement prophylactically and the lead replacement due to the high lead impedance. The explanted devices have not been received to date for analysis as the explanting facility is a no return site.